Event description:
The patient called lfs because they were getting ER 1 messages on their ss meter. This issue was not resolved, meter continues to give ER 1 message. They did not compare the confirmation dot to the color chart because they had eaten. They were testing correctly with unexpired strips. Their product has been replaced.